Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Factors that contribute to mechanical jam with the plunger may include, but are not limited to, interaction with patient anatomy (human tissue) during plunger deployment or failure to maintain a stable position of the device with respect to the tissue tract. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide devices referenced in b5 are filed under separate medwatch report numbers. Na.

Event description:
It was reported that "4 proglides failed to deploy all from the same lot number when doing a abdominal aortic aneurysm (aaa) interventional procedure. Only one needle was deploying from each device." Another device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.